Event description:
A (B)(6) male patient contacted zoll customer support to report that his monitor was making a screeching sound and the screen was going blank. The patient was issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (will not power on, system speaker hums) was confirmed. As received, the monitor was experiencing intermittent resets. The cause was a flash memory failure (components u102 and u105) on the c/a board. The flash memory had an intermittent connection the intermittent connection was likely induced by mechanical stress. The exact source of the mechanical stress has not been positively identified but the intermittent connection may have been accelerated through rough handling. A root cause investigation for the fracture is currently underway. No adverse event resulted from the defective monitor.